Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a high capture threshold and a decrease in r-wave amplitude was observed on the right ventricular (rv) lead. The patient underwent orthopedic intervention which the physician suspected caused lead dislodgement. The rv lead was capped and replaced. The lv lead was capped and replaced. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-18299.